Event description:
It was reported that during a low anterior resection, half of the staples did not form and were open ended. They then went back and resectioned more bowel and the same issue occurred with the second device. They converted to a temporary colostomy and scanned the pt. Due to having other complications from chest tumors, they could not proceed with the procedure. The pt was sutured to complete the case. The pt was sent to ICU and has now been released.

Manufacturer narrative:
Device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot # for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.